Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 30-jun-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the patient profiles were not gone across to server. A technical support specialist (tss) dialed into the server and verified via service that all services were running. Event viewer was reviewed and no related errors were observed. Data synchronization logs were checked, and no logs were found for the reported date. Inbound processor logs were examined, where an error was identified indicating failure to process an admit discharge transfer patient-encounter message. Further review of inbound processor logs was completed, and the customer was advised to merge the patient again for testing. The customer confirmed that the issue had not repeated. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server patient profiles were not gone across to server. The customer stated that this malfunction caused a delay in dispensing medication to patients. However, there were no adverse events or injuries reported based on this event.